Event description:
It was reported the intellivue multi measurement server x2 monitor was presented with a speaker malfunction and no audio was confirmed. The device was not in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. The customer complaint was confirmed, the speaker is malfunctioning due to a damaged wire. The mainboard has a damaged speaker port. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Manufacturer narrative:
Despite several good faith efforts (gfe) attempts were conducted to clarify if the speaker produced sound and if a speaker malfunction error code was displayed, but no further information could be received and it remains unknown. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing determined that there was a damaged wire with the speaker assembly and a damaged speaker port with the mainboard which needed replacement. The repaired device returned to the customer site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.